Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the physician was notified. The patient was seen in clinic and program changes were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) over sensing in right atrial (ra) lead recorded as atrial fibrillation (af) episodes, and reported syncope event correlated to time of episodes detection. The ra lead remains in use. No further patient complications have been reported as a result of this event.